Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter break occurred. During unpacking, a 135/10 renegade¿ hi-flo¿ kit was selected for use and it was noted that the device was broken. The procedure was completed with another of the same device. No patient complications were reported.